Event description:
It was reported that during the procedure, the subject coil was damaged at the detachment zone and it was observed the detachment zone snapped on the wire of the subject coil. The subject coil was removed without any issue. No further information is available.

Event description:
It was reported that during the procedure, the subject coil was damaged at the detachment zone and it was observed the detachment zone snapped on the wire of the subject coil. The subject coil was removed without any issue. No further information is available.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable was assigned to the as reported event of the coil delivery wire broken/fractured during use.